Manufacturer narrative:
(B)(4). Date sent: 12/10/2025 d4: batch # unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 349d06, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional event information received: I spoke with dr. And he told me that nothing had been noticed when the instrument was removed. Two days later, following a dehiscence of the anastomosis, an x-ray revealed the presence of the circular stapler head proximal to the anastomosis, so they had to intervene and remove it. The sample is not available. The customer is not going to provide further details. Attempts were made to obtain the following information. To date, no further details have been provided. Should additional information be received, a supplemental report will be submitted. Did the staple fire? Did the device form b shape staples? Was a leak test performed? How was the leak test performed? How many revolutions of the device prior to removing? Was the anvil extracted during the initial procedure? How was the anvil removed? What did the subsequent operation remove entail? How was the dehiscence identified? Please provide a timeline of events?

Event description:
It was reported that during the procedure, laparotomic access, preparation of the descending colon and insertion of the circular stapler head; reintroduction of the descending colon into the abdomen; restoration of the pneumoperitoneum and creation of the anastomosis with a circular stapler introduced transrectally. Extraction was without difficulty; the instrument head was covered with abundant fecal material that was removed with gauze. Inspection of the integrity of the staple rings. The stapler head was considered to be embedded in the removed fecal material, but was found to be retained at the level of the anastomosis.